Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine dialysis treatment, the cycler displayed arterial pressure alarms. The operator attempted to adjust the patient's access needle in order to achieve an adequate flow. The blood in the cartridge circuit remained stationary, as the operator attempted to adjust the access needle, which resulted in a 210cc blood loss as the blood in the cartridge circuit had clotted. No medical intervention was required.

Manufacturer narrative:
The arterial pressure alarms have been attributed to inadequate blood flow. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting alarms and states that rinseback should be promplty performed in the event of an unrecoverable alarm. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage reviewed the blood loss with the patient's facility. The patient's fistula has subsequently been surgically revised to improve blood flows. Nxstage medical considers this report closed.